Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the product was received for investigation and it was noticed that the heat shrink was damaged exposing some parts of the lumen. It was confirmed that there was no tip breakage. The probe tip was examined under microscope and photos were taken. The ceramic showed excessive wear marks, a torn and heavy scratches observed on insulation. Also included on returned unit were pieces of black materials that look like a parts of damaged heat shrink. Functional inspection : due to the probe conditioned no functional test was done. As part of investigation the probe was connected to the e-prom serfas box reader to obtained the activation history. According to the history report the probe was activated 41 times, the e-prom box has a maximum capacity of storage of 41 instances. The probable root cause/s could be use of excessive force and scrubbing with another object during the device operation.

Event description:
It was reported that the coating flaked off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the coating flaked off.